Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the image acquisition system (ias) was beeping. And the radiation symbol was disabled. The system was rebooted multiple times, and nothing changed. No patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, product ID: bi71000577rpend, product ID: bi71000576r. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222r, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: bi71000465, serial/lot #: unknown, ubd: unknown, UDI#: unknown; h3: a medtronic representative went to the site to test the equipment. Testing revealed that the generator, power supply and starter boards were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Img codes updated to g02005 and g02027. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the starter board was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed an electrically overstressed component. It was noted the capacitor c87 was damaged. Analysis found that the reported event was related to a electrical issue. The generator power supply was returned to the manufacturer for analysis. The generator power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c02, and fdc d02 are applicable to the starter board hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the generator power supply hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.